Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed and reproduced reported symptom of does not recognize a closed door. Eval found that the cause was a loose upper link screw. The screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump does not recognize a closed door. Any pt involvement, injury or med intervention is unk.